Event description:
It was reported that pump displayed incorrect time and date settings and caller did not know why these settings were wrong. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted with updating pump time and date, advised caller to monitor for any future time discrepancies greater than 5 minutes, and caller understood and acknowledged instructions.